Event description:
It was reported that during a da vinci-assisted general ventral hernia pom surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called and reported offsite on behalf of the surgeon, who stated that his hand control assignment was backwards. The isi technical service engineer (tse) reviewed log files and found that the assignments were backwards. The tse had them go into their hand controls and change the settings, but the right hand kept in control of universal surgical manipulator (usm) 1 even though it was not being used. Tse had the csr do foot swap pedal and it did not change even though usm 1 was setup for left hand. The surgeon could not get the right usm to control usm 4. Tse had the customer power cycle to reset the surgeon console. Tse confirmed that the power cycle did resolve the usm control issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hand assignments would not override manually. The issue was resolved by doing a hard reset of the system and this reverted the hands back to normal. The surgeon was able to complete the procedure successfully with no problems after troubleshooting. The csr stated that the instruments were moving with the surgeon control but moving inadvertently.

Manufacturer narrative:
Based on the claim against the product by the customer noting the issue of the surgeon¿s hand control assignment was backwards, an investigation was completed to determine the cause of this reported event. From available information provided by the isi technical support engineer (tse) while conducting the troubleshooting with the isi clinical sales representative (csr) and the surgeon, the reported issue was addressed via phone support. The issue was resolved by doing a hard reset of the system and this reverted the hands back to normal. Follow-up with the reporter confirmed that the surgeon was able to complete the procedure successfully with no problems after troubleshooting. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. In this case, the probable root cause of the reported issue cannot be determined at this time. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved via troubleshooting and by hard power cycling the system.